Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "fault code #65" (safety vent failure) alarm, and the control keys were not working. The customer reset the iabp. The iabp then generated a "system failure" alarm and was not functional. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Our investigation of this event is in progress. A follow up medwatch will be submitted when our investigation is complete.